Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor and blood glucometer were out of sync. The customer's blood glucose at the time of incident was 47 mg/dl, but his sensor was reading 132. Customer stated that his blood glucose has been running lower than normal due to over-correcting, and that he treated his low blood glucose with orange juice. The customer also reports that there had been an instance where the sensor glucose was 60 mg/dl and the blood glucose was 120 mg/dl, but the pump alerted him of a low. Customer inquired if there was a way to stop the pump from alerting of the low, and he was advised to call the helpline at the time of the event in order to receive accurate service. The customer understood and declined troubleshooting. No products were returned or shipped.